Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the ECG cable then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
During a repair service performed by a getinge service territory manager (stm) on the cs300 intra-aortic balloon pump (iabp), it was observed that the ECG cable has a bent pin. There was no patient involved and no adverse event was reported.